Manufacturer narrative:
Corrected: event/problem description, date product rec'd by mfg., evaluated by manufacturer. Examination of the returned device by depuy international was not able to conclusively determine root cause of the reported event. A search of the complaints databases finds no other similar reports against the product and lot code combination since its release to distribution. A review of the device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. Cmm measurement finds little form error seen in the measurements which suggests that little wear occurred in vivo. A redlux scan found no anomalies of the material wear. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised for pain and loosening.

Event description:
The patient was revised due to pain and pseudotumor in the hip joint. On (B)(6) 2008, tha was done for oa with mom. About a year ago, pain and fixed flexion occurred. Slight inflammation reaction was also noted. A few months ago, extension became possible suddenly. At the same time, abnormal noise occurred from the hip. On (B)(6) 2011, revision surgery was performed. During the surgery, joint capsule and surrounding tissue changed thickened or necrotizing. Black foreign matter like metallic powder was found attached circumferentially in the head and neck junction. Also the tissue around the neck of the stem seemed metallosis. The shell did not adhere to the acetabulum and bone ingrowth was not noted in the surface of the shell. The cup, head and insert were replaced and surrounding tissue was removed to complete the case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.